Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow keypad button required multiple presses to elicit a response. The reporter also noted a rip in the keypad cover by the up arrow button, and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 04/10/2013. Device evaluation: on examination, the keypad was noted to be torn at the up and down arrow keypad buttons. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, all the keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was noted to be faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.